Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display anomalies were noted. The insulin pump was received with all operating currents within spec. The pump was monitored and no unexpected low battery, weak battery, battery out limit, off no power anomaly or failed battery test alarms were noted. The pump passed functional testing including the rewind, basic occlusion test, occlusion test, , excessive no delivery test and displacement test. No excessive no delivery alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was received with minor scratched lcd window. The pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, and no unlocked keypad connector. The drive support disk was inspected and no anomaly was noted. (B)(4)

Event description:
The customer's mother reported via phone call of low blood glucose readings on the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer stated that the insulin pump had quite a few battery alerts. The patient was treated with a juice box. The customer was advised to disconnect from the pump. The customer's mother also stated that the patient had jumped into the pool with the insulin pump in twice this past summer. The customer's mother also stated that the screen appeared to look shaky. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer will be sent a replacement pump regarding the screen anomaly.